Event description:
There are two events reports within two days with three products. All three were inserted in the ed. Pt was intubated with a 7.5 et tube, shortly after the cuff would not hold air. Pt was re-intubated with an 8.0 et tube, which was unable to hold air in the cuff when the pt was in the sicu. Pt was intubated with an 8.0 et tube and shortly after et tube cuff was not able to hold air. Et tube had to be replaced. We did not have the packaging so the lot numbers are 2 that were found in the department.